Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unknown.

Event description:
It was reported during an ablation procedure, a "steam pop" occurred during rf delivery in the right atrium at 35w and 30 degrees celsius. There were no adverse consequences to the patient.